Manufacturer narrative:
It was reported that the patient requires patella resurfacing in which the poly insert will be exchanged. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient requires patella resurfacing in which the poly insert will be exchanged.